Manufacturer narrative:
The device had failed the pressure transducer test during the pre-use check. Our field service engineer investigated the device on-site. During troubleshooting, the reported issue was confirmed, and to address the issue, the expiratory channel printed circuit board (pcb) was replaced. All functional, safety, and calibration tests were performed and passed, and the device was returned to the customer for clinical use. The provided device logs confirmed the reported issue. The expiratory channel pcb was returned for further investigation. Visual inspection of the returned pcb revealed no abnormalities. Simulated use testing of the pcb passed three pre-use checks. The pcb was placed in a ventilator for simulated use testing, simulated ventilation was performed successfully during 48 hours without generating any alarms or errors. After ventilation, several pre-use checks were performed and passed. The reported issue could not be reproduced; therefore, no definite root cause can be established. The expiratory channel pcb is part of the subsystem breathing bre. The main functions of the pcb are expiratory flow measurements and expiratory cassette handling.

Event description:
Manufacturer's ref# (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).